Manufacturer narrative:
(B)(4). Concomitant medical products: 32672800401, xlpe liner std. 28 mm, 94000853. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02204.

Event description:
It was reported that the patient underwent hip revision of liner and head approximately twenty-one days post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00559.

Manufacturer narrative:
The implants remains implanted since a closed reduction procedure was performed. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient's left hip dislocated approximately twenty-one days post-implantation. Closed reduction was performed. Attempts have been made and additional information on the reported event is unavailable.